Manufacturer narrative:
Concomitant medical products: product ID: 309201, lot#: unknown, product type: screening device; product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown ; product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient stated having a heavy bowel movement when she got home from her procedure which was very watery. Patient stated 2 days later of discomfort and pain in her back yesterday (12-8) and felt bloated. Patient worried she may have pulled a lead loose. Patient stated that she has dry drainage around her incision site and is worried about infection. She is going to the doctor today and hoping to get it removed. Patient later mentioned an infection, and pus around the incision site. She was able to go to the doctor yesterday and get it cleaned up. No further patient complications are anticipated or expected as a result of this event.